Event description:
Customer reported a gas module iii reported low gas flow and keep zeroing. No pt injury was reported.

Manufacturer narrative:
Service representative replaced the units gas analyzer and assembly and performed the required preventative maintenance. Tested, calibrated and safety checked unit to factory specs.